Manufacturer narrative:
(B)(4) (threads damaged). Product analysis: optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the threads. This is consistent with misalignment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: degenerative lumbar spine it was reported that during surgery, the physician found that the screw threads were worn. The surgeon had to replace with new ones to complete the surgery. The products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.